Event description:
During the patient¿s lvad procedure on (B)(6) 2018, there was concern for worsening right ventricular dysfunction. The decision was made intra-operatively to implant a right ventricular assist device (rvad) oxygenator for right ventricle (rv) support. This right heart failure reportedly resolved on (B)(6) 2018. It was later reported that the right heart failure was not related to the device under study.

Manufacturer narrative:
Section b5: additional information. Updated manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. A direct correlation between the reported bleeding, right heart failure, and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. The hm3 lvas instructions for use (IFU) lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 lvas, serial number: (B)(6) could not be conclusively established through this evaluation. The center reported that the patient experienced major bleeding after lvad implantation on (B)(6) 2018. After implant, the patient was taken to the ICU and was initially doing well. However, after continued bloody output and a drop in hemoglobin (hgb), the patient was taken to the operating room for chest exploration and was transfused 4 units of packed red blood cells (prbc), 5 units of fresh frozen plasma (ffp), and cryoprecipitate. No alarms were reported for this event. The event reportedly resolved on (B)(6) 2018. The source of the bleeding was unidentified. The patient ultimately expired on (B)(6) 2020 due to patient condition (investigated under manufacturer report number: 2916596-2020-01620). The center reported that heartmate 3 lvas, serial number: (B)(6) would not be returned for evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, after the patient's left ventricular assist device (lvad) implant, the patient was taken to the intensive care unit (ICU) and found to have continued bloody output and a decrease in hemoglobin (hgb) level. They were then taken to the operating room (or) for chest exploration and were transfused 4 units of packed red blood cells (prbc), 5 units of fresh frozen plasma (ffp), and cryoprecipitate. Additional information was received that the source of the patient's bleeding was unidentified. On (B)(6) 2019, an upper gastrointestinal (gi) endoscopy was performed. The patient's esophagus showed to be normal, esophagogastric landmarks were identified, a punctate erythema was found in the patient's stomach, nodular mucosa was found in the patient's duodenal bulb, and no ulcers were noted. The punctate erythema was thought to likely be consistent with portal hypertensive gastropathy, as the patient had a computed tomography (CT) scan on (B)(6) 2019 demonstrating possible congestive hepatopathy. Plan of care was to have the patient on proton pump inhibitors twice a day for 8 weeks.